Manufacturer narrative:
The reported complaint that "the values of one of the load cells of the autopulse platform ((B)(4)) were reading zero even when pressure/weight on the load cell changed" was not confirmed during archive data review or functional testing. During the investigation, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The autopulse platform performed as intended, and no device malfunction was found. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Unrelated to the reported complaint, it was noticed that the power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. The autopulse platform was manufactured in january 2011 and is over 12 years old, well beyond the expected service life of 5 years. The archive data review showed no significant errors or discrepancies. The autopulse platform passed the initial functional test without any fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
During a device check and maintenance, the zoll distributor reported that the values of one of the load cells of the autopulse platform ((B)(4)) were reading zero. Per the reporter, even if the pressure/weight on the load cell changes, it still would read zero. No patient involvement.